Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ablation procedure, it was noted that there was no slack in the right atrial lead and the lead exhibited high pacing thresholds. The lead was explanted and replaced. The patient tolerated the procedure well.